Event description:
During zoll technical svc dept's eval of the device, the ECG baseline railed to the top of the display screen and remained there, making the ECG signal unreadable. There was no pt involvement in the reported failure.